Manufacturer narrative:
According to the information received, the user reported an optical damage of the rondo 3. During the repair process a leaking battery was detected. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. There has been no report of patient injury from contact with leaking electrolyte. This is a combined initial and final report.

Event description:
The device was received at hq with a damaged housing. It was noted that this is a recurring issue.